Manufacturer narrative:
Product ID 3093-28, lot# v999673, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that patient felt first shocking sensation while driving about middle week of this report. Shocking sensation was felt twice the day of this report while sitting in recliner. Patient thought that shocking or jolting sensation was at the implant site. Patient was not aware of any electromagnetic interference (emi) sources that may be around. No trauma or falls related with these symptoms. Patient had trial stimulation and been reprogrammed to adjust/change programs without getting relief. Patient had to wear protective garments and did not have to do so for the trial system. Patient was not having as much success as the trial. Additional information has been requested, but was not available as of the date of this report.